Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up in clinic, intermittent capture was observed on the right ventricular lead. Low impedance and sensing issues were also noted due to a micro-dislodgement. The lead was repositioned without complications. Patient's condition is stable.